Event description:
It was reported that during preventative maintenance, the technician found low calibration values for the carto system. There are some indications that a safety mechanism such as an error message may not occur in order to prevent usage of the device. An inaccurate device may result in patient injury if the user uses a device that is out of calibration.